Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced a failed sensor shortly after insertion. Pt reported that, upon removing the sensor, he discovered that there was no sensor wire present. He reported that he had no difficulty with insertion and believed that the sensor wire remained under his skin but could not confirm. No medical intervention was required, and pt reported no pain, redness, or itching at the insertion site.